Event description:
It was reported that the right ventricular (rv) epicardial patch lead developed intermittent noise that triggered the lead integrity alert (lia). The rv lead was explanted and a new transvenous system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).